Manufacturer narrative:
Investigation summary - bd received two photos for investigation. After analyzing the customer photos, a specimen can be seen on the side of the tube due to the connection between the tube body and the tube cap, as per the entry description. A total of 29 retained samples were subjected to functional tests, with none resulting in stopper pop off. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor to the customer's reported defect of stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, blood leaks from the connection between the tube body and the tube cap. No patient impact reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) e1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, blood leaks from the connection between the tube body and the tube cap. No patient impact reported.